Event description:
Patient was implanted with two mandible plates and eight screws during a mandible sagittal split procedure on (B)(6) 2012. During insertion of one of the screws, the screw stripped out. The surgeon intended to remove the screw and replace it with a different screw. The screw was not removed and remains implanted in the patient. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.